Manufacturer narrative:
A field service engineer (fse) determined that there was cloudy debris in the syringe vessels. Decontamination was performed by the fse. All verification results were passing. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys tsh v2 and elecsys folate iii results from the cobas e 801 analytical unit. Data for approximately 21 patients for folate and approximately 84 patients for tsh was provided. Below is representative data for 4 patients. Patient 1's initial tsh result was 2.63 iu/ml, and the repeat result was 4.08 iu/ml. Patient 2's initial tsh result was 1.24 iu/ml, and the repeat result was 1.88 iu/ml patient 3's initial folate result was 18.5 ng/ml, and the repeat result was 11.9 ng/ml. Patient 4's initial folate result was 18.3 ng/ml, and the repeat result was 10.5 ng/ml.

Manufacturer narrative:
The elecsys tsh v2 reagent lot number is 82038601, and the expiration date is 31-jan-2026. The elecsys folate iii reagent lot number is 80656702, and the expiration date is 31-apr-2026. The investigation is ongoing.